Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd us cathena 20gx1.25in straight bc safety shield activation failed the following information was provided by the initial reporter: it was reported by customer that attempted to place piv on patient. Had difficulty advancing needle. Once needle was advanced needle protector did not engage and needle was exposed. Verbatim: rcc received a complaint via email. Describe the event or problem: attempted to place piv on patient. Had difficulty advancing needle. Once needle was advanced needle protector did not engage and needle was exposed. Name: bd cathena safety IV catheter.

Event description:
Material #: 386863; batch#: 2215681. It was reported by customer that attempted to place piv on patient. Had difficulty advancing needle. Once needle was advanced needle protector did not engage and needle was exposed. Verbatim: rcc received a complaint via email. Email(s) attached. Describe the event or problem: attempted to place piv on patient. Had difficulty advancing needle. Once needle was advanced needle protector did not engage and needle was exposed. Model# 386863; lot# 2215681; name: bd cathena safety IV catheter.

Manufacturer narrative:
Based on device history record review, no abnormality was observed during the production of the affected batches. Needle penetration difficult / painful. As current control, there is a daily outgoing system penetration and catheter drag functional test that can detect cannula tip and catheter damage. There is also daily outgoing visual inspection to check for cannula tip and catheter damage and 2 hourly in-process visual inspection to check for catheter damage. As no photo/sample is returned for evaluation on the cannula tip and catheter condition, actual root cause could not be established. Safety shield activation failure (catheter). As current control, there is a daily outgoing functional test and 2-hourly in-process functional test to check and detect safety activation failure. As no photo/sample is returned for evaluation, actual root cause could not be established. The complaint will be re-opened and re-investigated when photo/sample is received.